Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 299mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. The insulin pump passed displacement test. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.